Event description:
The customer reported that the dose recorded incorrectly.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. Mosaiq will inform the user when the dose delivered by the linac does not match what was recorded in mosaiq. In addition, when opening the patient chart for the next treatment, the previous day's dose will be indicated in red. If the user ignores the warnings and the visual red indicators, the last treatment will inform the user that the total prescribed dose will be exceeded. This is not a delivery issue but a recording issue. This will not result in a poor clinical decision and is not a safety issue.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has been completed.

Event description:
The customer reported that the dose recorded incorrectly.